Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on and the power cable had been cut and damaged. A field service engineer retrieved a replacement power cable from the pharmacy manager and installed it. The station powered on completely with no failures and then cleaned and organized the cabling in the back to prevent anything from being pinched again to resolve the issue. The customer was able to log in and perform inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device encountered a black screen and became nonfunctional. The station was observed to be offline in remote support service. A wiring issue was suspected by the customer. There were no delay or adverse events or injuries reported based on this event.